Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider reported the patient had been admitted to the hospital for gastroparesis on (B)(6) 2015. The patient was indicated for gastrointestinal/pelvic floor and it was suggested that the stimulator be increased. No further information was provided. A follow up report will be sent if additional information is received.